Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Actual brush head came off in mouth resulting in lots of foreign objects running around mouth [device breakage]. No adverse event [no adverse event]. Case description: a parent reported via e-mail on (B)(6) 2017 that the head of the oral-b power oral care refills precision clean came off in the mouth of his/her son of unspecified age. The parent explained that this resulted in his/her son having lots of foreign objects running around in his mouth. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2017 received parent's follow-up e-mail: the parent reported that the brush heads were purchased as a pack of 4 and the logo was blue. No further information was provided.